Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a defective fluid detector in the clenz line that was causing the leak at the wbc bath. The fse replaced the fluid detector, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a clenz leak from the white blood cell (wbc) bath of the coulter act diff analyzer while the instrument was priming in shutdown. The volume of the leak was about 10 ml and was not contained within the instrument. The instrument was generating low clenz error messages at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.